Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the smoke coming out back of pump area from architect i2000sr processing module. The customer power off the instrument that stop the smoke coming from analyzer. The abbott representative was on site did not find any burnt parts and noticed evidence of buffer leak. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and discovered vacuum pump capacitor failed due to dried buffer from a previous leak causing smoke and burn/scorching to the pump body. The fsr replaced the pump, vacuum (rohs) part number: 7-77795-02 to return the analyzer to normal function. No fire was observed, and no injuries occurred. A review of service history for the architect i2000sr, serial number: (B)(6), revealed no additional issues of visible smokes on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke was limited to the small area of the pump, vacuum (rohs); the damage did not spread to other parts of the instrument. A review of historical data for the architect i2000sr did not identify any trends with regards to the current issue. A review of historical data for the pump, vacuum (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the pump, vacuum (rohs) or the architect i2000sr processing module, serial number: (B)(6) was identified.